Event description:
Customer stated that the unit shut down completely during a battery test with no audible or visual indicators or alarms, the unit was returned to the factory for investigation and the problem could not be duplicated.